Event description:
It was reported that the device was explanted and replaced due to the field safety corrective action, bio-lqc, initiated in march 2021. The ICD was implanted and active for approx. 59 months and there was no particular complaint about the device performance.

Manufacturer narrative:
Upon receipt, the device was interrogated. The interrogation could be properly performed and revealed the mos1 battery status. Battery trend data showed a temporary voltage drop followed by recovery of the battery voltage. An unexpected battery voltage trend could be confirmed during analysis. Please note, that this ICD is subjected to the field safety corrective action, bio-lqc, initiated in march 2021.